Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: was there any patient consequence? Is the device available to send back for analysis or was it discarded? Since the device was locked, the surgeon switched from closed surgery to open. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this device an original device or a reprocessed device? Please explain what is meant by, ¿didn¿t apply clips¿? Did the clips deploy at all? If yes, what were their shape? Was the device successfully fired before the incident? What steps were taken to open the device? How was the device eventually removed from the duct? How was the case completed? What was the reason for the convert to open? What is the current patient status? Is the device available for return or was it discarded?

Event description:
During a gall bladder surgery, the device was closed and didn¿t apply clips on the cystic duct and the jaw of the device didn¿t open. It¿s unknown how the surgery was completed.

Manufacturer narrative:
(B)(4). MDR decision: malfunction. Upon review of the additional information received this file is being considered a malfunction. Information received: the reason was not unknown, it was said in the previous additional event information, the device was locked. That's why the surgery was switched to open. However, which of the two complaints the event took place is not known. The product will not be send for analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was this device an original device or a reprocessed device? Original please explain what is meant by, ¿didn¿t apply clips¿? After the device closed to vessel, it didn¿t open. Did the clips deploy at all? If yes, what were their shape? Was the device successfully fired before the incident? Yes what steps were taken to open the device? They closed the vessel with another hemoclip and then they cut the vessel form the outside. How was the device eventually removed from the duct? They cut the vessel form the outside and remove back the device. How was the case completed? The patient is in live. What was the reason for the convert to open? Don¿t know. What is the current patient status? Patient is healthy now. Is the device available for return or was it discarded? The product will not be send for analysis. And the lot number is unfortunately unknown. It was reported that the surgeon switched from closed to open surgery in 1 of the cases; (B)(4). The following response was received for both pc¿s: what was the reason for the convert to open? Don¿t known. Just for clarification, was only 1 case converted to open? Do we know which complaint is the one that was converted to open? Response: the reason was not unknown, it was said in the previous additional event information, the device was locked. That's why the surgery was switched to open. However, which of the two complaints the event took place is not known.